Event description:
It was reported that the patient presented in clinic for leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the atrial lp exhibited inadequate impedance and inadequate current of injury. The procedure was completed without implanting an atrial lp on (B)(6) 2025. There were no patient consequences.